Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in damaged physical condition with cracked housing. The device was started in application problems were found with the device double beeping with a cassette attached. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
It was reported that the device gave a constant beep with no message displayed. No known adverse effects to patient.